Event description:
It was reported a male patient underwent a balloon kyphoplasty procedure to treat an osteoporotic vertebral compression fracture at t12. It was reported that cement extravasation occurred outside the vertebral body. The patient was asymptomatic with "no clinical symptoms". It was reported that the physician suspected the leak was due to "advanced osteoporosis and the cement extravasation occurred to the disk because of weak endplate". No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray interpretation: "review of two lateral x-rays of t12 show a vertebra plana fracture treated with kyphoplasty. The cement is well centered within the deformed body of t12. There appears to be no extravasation into the t11 or t12 disc spaces."